Event description:
It was reported that when using a pacing optimization method other than the traditional echo optimization, the patient¿s left ventricular ejection fraction (ef) worsened and fusion pacing beats were observed. Traditional echo optimization was then completed and the implantable cardioverter defibrillator (ICD) reprogrammed, resulting in improved ef. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Continued: 3830 implantable pacing lead 2013-(B)(6), 4296 implantable pacing lead 2013-(B)(6). (B)(4).